Event description:
During hip surgery (right side) surgeon performed a trial reposition and the trial head slipped off the neck and disappeared between the inguinal ligament and the edge of the pelvis. It was not possible for the surgeon to remove the trial head.